Event description:
Patient in cardiac cath lab went into v-fib. Defibrillator was charged at 200 joules and the paddles gelled. Paddles were placed on pt applying heavy pressure. The nurse yelled all clear multiple times and visually checked to be sure all was clear. The nurse pressed both shock buttons which shocked the pt and the nurse. The shock blew the nurse's left arm into the air away from the pt, and sent a strong shock up the left arm. This left the arm hurting and the rest of the nurse's body tingling. The pt returned to sinus rhythm. The nurse was placed on EKG, bp, and pulse ox monitoring. A 12 lead EKG was normal, cardiac enzymes were normal. The nurse was observed for approximately 6 hours with no adverse outcome observed. The lifepak 12 unit was found to be working properly by biomed dept as well as by the MFR.